Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test (B)(4). Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 205 mg/dl and the sensor glucose was 70mg/dl at the time of the incident. The customer reported the customer inserted a new sensor yesterday and it then goes down low, 4.8 and 5.26 mg/dl. It keeps sending into threshold suspend. Sensor glucose value that triggered the suspend event was 70mg/dl and it dropped to 57mg/dl. Threshold and low suspend limit in sensor settings was 70mg/dl. The sensor will be returned for analysis.